Event description:
It was reported that the lead broke before implantation at a procedure. The ski needle detached from the prolene' during handling of the lead prior to implant. It was later reported 4 days later that there was no additional information on what cause the lead to break. No troubleshooting was performed and the lead was returned. The patient has been implanted with and is doing well. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the health care provider (hcp) reported that the lead was wasted and broken. The lead was never implanted. The patient's diagnosis was gastroparesis.

Manufacturer narrative:
Concomitant product: product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator; product ID neu_unknown_prog, lot # unknown, product type programmer, physician. (B)(4). Analysis of the (B)(4) revealed the lead was broken at the proximal end. Broken (overstressed /damaged).